Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the smart remote manager was not correctly registering open/close due to dirty microswitch and connector contacts. A field service engineer cleaned the microswitch contacts, applied conductive grease, cleaned the molex connector contacts and tested in diagnostics to resolve. The system functioned as intended after the field service engineer repaired the device. D4 & h4: UDI and manufacturer date not available

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, smart remote manager (srm) had failed latch issue. Customer mentioned that srm was not opening when a medication was selected to remove, and it required to use a key to manually open it up. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.